Event description:
It was reported the patient has not used or charged the scs system for significant amount of time. As a result ipg became inoperable and the system was explanted as per patient request.

Manufacturer narrative:
(B)(4). 1627487-12192011-003-r 1627487-07262012-002-r this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).